Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit metal protruding the device insertion section sheath and peeled off connecting tube coating. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed sheath protrusion and connecting coating delamination issues could not be determined, however, the issues are likely the result of component failure due to repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.